Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The manufacturer attempted to follow up with the hospital to retrieve further information regarding the case and the valve involved but no information has yet been received, despite manufacturer's multiple attempts of follow up. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, a follow up report will be provided.

Event description:
Manufacturer was informed of the following event through patient tracking department. Based on the information received from patient registration form, on (B)(6) 2024, a perceval plus valve size xl was implanted and explanted intra-operatively. No allegation of any device dysfunction or patient injury has been received from the site.